Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Technical services (ts) recommended further in clinic examination. At a later date, x-ray imaging was performed and no issues were noted. Therapy delivery was disabled due to the noisy signals. Subsequently, this s-ICD system was explanted. A new system was implanted. This device has not been returned. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Technical services (ts) recommended further in clinic examination. At a later date, x-ray imaging was performed and no issues were noted. Therapy delivery was disabled due to the noisy signals. Subsequently, this s-ICD system was explanted. A new system was implanted. This device has not been returned. No additional adverse patient effects were reported.